Event description:
The customer reported that the mattress seam was torn. No other info was provided. Eval of the returned product found that the zipper slider body was open.

Manufacturer narrative:
The product was returned for eval. Physical inspection found that the zipper slider body was open on panel side b. On panel side a, there were one inch areas of broken stitches on the right and left side windows. There was also a two inch tear at the start and end of the drainage port zipper. The zipper element was broken on the mattress envelope. On panel side b, there was a six inch hole on the outside of the mattress envelope. The right leg had a one inch area of broken stitches and the left leg had a one inch hole. (B)(4).